Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump. When they were priming the insulin pump, the screen never advanced and they received a compromised force sensor system alarm. The customer declined troubleshooting because they were at work. The customer¿s blood glucose level was unknown. The customer called back to perform troubleshooting. It was found that the drive support cap was sticking out. The customer stated they did not press it. The customer also mentioned that they had received motor error a couple of times. The customer stated they would clear the alarm and continue using the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.